Manufacturer narrative:
The mainframe and patient interface were returned for evaluation. The mainframe service evaluation found no functional fault with the device but was upgraded to the most current version of the software as guided by the service instructions. The patient interface service evaluation found no functional fault with the device. Both devices were cleaned, tested to product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. Concomitant medical devices: emg contact et tube, ID#8229507. Nim response 3.0 patient interface, ID#8253200. Nim muting probe ID#8220325. (B)(4).

Event description:
User facility medwatch report was received (uf report number not included), reporting that on (B)(6) 2015, during a papillary thyroid carcinoma/total thyroidectomy procedure, "nms 3 monitor reportedly begain making excessive noise intraprocedurally with an inability to effectively troubleshoot the issue. Right recurrent laryngeal nerve injury occurred intraprocedurally, requiring rean astomosis." Additional information has been requested from the initial reporter and user facility; however, no information has been received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.